Event description:
Follow-up information revealed the patient underwent surgical intervention where his entire scs system was removed. The patient also stated he no longer needed the system as such, he discontinued to recharge the device.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It was also reported the patient's ipg is inoperable. It was noted the patient failed the recharge his ipg properly. Subsequently, the patient will undergo surgical intervention as the next course of action.